Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was unable to fit any usb cable into the pump's usb port, which prevented the customer from being able to charge the pump. Blood glucose was 185 mg/dl. Reportedly, the customer reverted to manual injections for alternate insulin therapy.